Manufacturer narrative:
Investigation in progress.

Event description:
During pretest, probe tested fine. During the procedure, the probe frosted up the shaft. Started warming the shaft with water both internal and external. Wrapped saline filled glove around probe. Case completed. No immediate injury to the patient seen.

Manufacturer narrative:
Functional testing confirmed the reported issue. Probe disassembly and evaluation per internal procedures showed that a vacuum sleeve failure was the cause of the frosting.